Event description:
Additional information was received that the event recommended reprogramming has been performed to resolve the event.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.